Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an attorney and alleges the patient was "caused to suffer repeated malfunctions, misfires and cardiac complications from the said devices/products" which "led to irreversible and terminal cardiac complications that caused the patient to die". It was further alleged that the patient was seen in clinic complaining of "shocking and other complications of and from the heart and medical products".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
A patient with an implantable cardiac defibrillator (ICD) system was reported as deceased by a legal representative with no further information. Information identified in the manufacture¿s data base indicated the patient died approximately three years post implant of the ICD system. A cause of death was not received.